Event description:
According to the available information, this complaint concerns a 48-year old male whose tracheojejunostomy was surgically closed in the eighth year after provox placement due to recurrent aspiration pneumonia. The patient¿s chief complaint was recurrent aspiration pneumonia. His medical history included chemoradiotherapy performed in may 2010 for hypopharyngeal cancer and in (B)(6) 2009, he underwent laryngopharyngectomy and pharyngeal reconstruction using a free jejunal graft. Subsequently, a probox was placed in (B)(6) 2008. During a replacement procedure in (B)(6) 2004, there was a massive ejection of gastric fluid, leading to hospitalization for aspiration pneumonia. Thereafter, replacements were performed under general anesthesia for some time. From (B)(6) x-2, outpatient exchanges were resumed, but in (B)(6) x-1, massive gastric fluid spurting occurred again during an exchange, leading to hospitalization for treatment. From around the beginning of x, proboxexchanges were performed approximately every two months, and from may x, leakage from the surrounding area became noticeable, leading to hospitalization at another hospital for pneumonia. Furthermore, in (B)(6) of the same year, the patient was transported to our hospital via emergency services due to heatstroke and pneumonia. After consulting with the patient, it was decided to close the tracheojejunal fistula and the patient is currently attending regular outpatient follow-up appointments.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.